Event description:
Unomedical reference number (B)(4) . Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced event of infusion set fell off during use. The event occurred within 48 hours of use. The patient replaced infusion set and remained insulin deliveries successfully. No further information was available.